Event description:
It was reported, inserted a PICC a week ago in patient. Vat rn was troubleshooting what appeared to be an occluded line. Patient was given 2 doses of cathflo and replaced with a midline after not successful in saving the line. The line had been inserted just before zero mark and at 3.5 mark noticed a bend. The bend appeared to be a weaken area of the catheter but it was not fractured in half. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter causing an occlusion is confirmed and was determined to be use-related. One 4 fr d/l powerpicc catheter was returned for evaluation. One video of a d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the returned device. Two circumferential kinks were observed: one just distal of the 2 cm depth marker and the other between the 3 cm and 4 cm depth markers. A functional test of attempting to infuse water into each of the two lumens using a 12 ml syringe revealed no occlusion within the catheter shaft. The catheter was patent to infusion. A microscopic observation revealed ¿c¿ shaped impressions leading into the kinks. The catheter appeared to have an elliptical shape at the kink sites just distal of the 2 cm depth marker and between the 3 cm and 4 cm depth markers. The complaint of catheter kinks is confirmed and was determined to be related to insertion and/or maintenance techniques. This complaint will be recorded for future trending and monitoring purposes.